Manufacturer narrative:
(B)(4). Method: the complaint rt380 breathing circuit was not returned for evaluation, despite our requests for the return of the device. Therefore, our investigation is based on the information provided by the hospital, previous investigation of similar complaints and our knowledge of the product. Results: the customer confirmed the possibility that the tubing was accidentally pulled. Additionally it was reported that the circuit was reconnected and continued to be used without further incident. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. However, the customer was able to reconnect the complaint device and kept on using it. This suggests that the reported incident was most likely due to incorrect set up and handling of the circuit. It is possible that the y-piece and expiatory limb may not have been properly connected during set-up and eventually became disconnected during use due to the circuit being accidentally pulled. All breathing circuits are pressure tested and visually inspected prior to being released for distribution. Any breathing circuit that fails is rejected. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit disconnected from the y-piece during use. There was no consequence for the patient.